Event description:
The customer reported experiencing high blood glucose of 480mg/dl and they could not get her glucose level down. The caller stated that after treating her glucose level went up 80 points more. The customer went to her doctor's office to be treated. The customer believes that she had a spot that may have some scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.